Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 500 mg/dl. The customer stated that he had a steroid shot and needed to change on his basal rate on the insulin pump. The customer was treated for high blood glucose with nine units of insulin. The customer stated that they will call back to finish trouble shooting. No further information was provided.